Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the bleeding occurred even though end tones, indicating a completed seal cycle, were heard. A forcetriad energy platform was in use and set at 2 bars. The bleeding was controlled by clips and no transfusion was necessary. There was no injury to the patient.